Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a piece of fm on top of the impeller. The fm appears to be a piece that has broken off from the impeller housing. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a pediatric bio-pump, it was reported that there was a piece of floating material at the top of the pump head that was noticed during prime. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the floating piece looked like a connection piece from somewhere on the inlet of the pump broke off and fell into the pump head. The piece that fell in was completely separated form where it originally came from. There was no leak observed. There was no visible air in system.

Manufacturer narrative:
Correction d2: product code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.